Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation concluded that the sheath tubing had been stretched/torn and separated approximately 0.50¿ distal to the sheath hub. The detached tubing was 4.45¿ in length; the attached tubing distal end appearance had similar damage, consistent with a mating surface to the aforementioned detached tubing. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with forcible contact during use. The ultimum hemostasis introducer sheath instruction for use (IFU) cautions that individual patient anatomy and physician technique may require procedural variations. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The ultimum hemostasis introducer sheath instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal.

Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum hemostasis introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The ultimum hemostasis introducer sheath instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal.

Event description:
Two 6f ultimum hemostasis introducer sheaths were placed in the patient's femoral vein and artery respectively. When the 6f ultimum hemostasis introducer sheath was removed from the artery, following a procedure using a 6f catheter, the valve hub detached from the main sheath tubing which remained in the femoral artery. The venous sheath was removed without issue. Patient required vascular surgery to remove the sheath tubing, and was recovering in the hospital.